Event description:
It was reported that during an electrocauterization procedure, this implantable cardioverter defibrillator (ICD) exhibited pacing inhibition for the pacing dependent patient. No adverse patient effects were reported. The device was subsequently explanted and replaced due to normal battery depletion. This device has not been returned.

Event description:
It was reported that during an electrocauterization procedure, this implantable cardioverter defibrillator (ICD) exhibited pacing inhibition for the pacing dependent patient. No adverse patient effects were reported. The device was subsequently explanted and replaced due to normal battery depletion. This device has not been returned. Additional information was received indicating that due to the pacing inhibition, the patient experienced 1000 milliseconds of bradycardia. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product was manufactured prior to the implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during an electrocauterization procedure, this implantable cardioverter defibrillator (ICD) exhibited pacing inhibition for the pacing dependent patient. No adverse patient effects were reported. The device was subsequently explanted and replaced due to normal battery depletion. This device has been returned. Additional information was received indicating that due to the pacing inhibition, the patient experienced 1000 milliseconds of bradycardia. No additional adverse patient effects were reported.